Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure of no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worm image. Based on the results of the investigation, the root cause was a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had no image. The issue had occurred during inspection for use (before patient in room). There was no report of patient harm.

Manufacturer narrative:
Customer address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.